Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contraction baker grade iii and rupture. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contraction, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification and an opening on the anterior. A visual and microscopic analysis was performed which identified a puncture opening and a crease fold. Based on the device analysis the final assessment is: a striated puncture assessed as surgical damage-like, consistent in the use of some surgical tool.